Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results) 3 devices: chassis/frame / mechanical problem identified 1 device: computer software / failure to calibrate or used out of calibration 1 device: nut / device migration. 2 devices are pending evaluation. Evaluation results findings (components/results) 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 7 malfunction events(s), where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.